Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. During analysis, the customer's concern regarding latch alarming when closed was not able to be duplicated. The pump did not have any software downloaded. Service re-loaded software. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarms every time that the latch is closed. There was no patient present at the time of the event. There were no reported adverse events.